Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon made a 1.5 cm lap incision and used suture as retractors; it took two attempts to place the fixed-length retractor in patient. The surgeon then shortened / cut the retractor protector 2.5 cm, placed it into the center of the fixed length retractor, completed assembly, insufflated and then saw adhesions. He removed the seal cap, the protector, and when he removed the fixed length retractor, he realized it had split into two pieces. The outer ring came out but the inner ring had to be removed from the abdomen. The surgeon used the sils port to complete the procedure. There were no patient consequences.